Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: these syringes show a translucent white haze sticking to the plunger. Again, several syringes exhibit this problem.

Event description:
It was reported that at least one bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: these syringes show a translucent white haze sticking to the plunger. Again, several syringes exhibit this problem.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/12/2021. H.6. Investigation: eight samples and one photo have been provided to our quality team for investigation. The product was visually inspected, no foreign matter was identified, the plungers were not observed to be stained or have any kind of sticky substance on them. A device history review was performed for lot 2010063, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing equipment undergoes routine cleaning and maintenance according to procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the description of the substance, it is possible the alleged contamination was either grease or silicone. Given we could not identify any substance on the returned samples, we cannot verify this to be true, and a definitive root cause cannot be identified.